Event description:
It was reported that buttons on insulin pump were difficult to press. Insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unresponsive buttons noted and buttons function properly. No moisture damage or corroded keypad traces noted. No unlocked connector at display board. Unit had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.